Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 14:16:06. During night drain cycle one, the patient's ultrafiltration reading was 1227ml, indicating the home patient drained 1227ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation. This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. The external/internal inspection was performed and the device passed. The increased intra-peritoneal volume event was identified during the review of the event history logs. The cause was false empty detect at initial drain and I-drain alarm volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.